Manufacturer narrative:
(B)(6). Investigation results: device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. A visual and microscopic inspection was performed and identified that the main coil was deformed at the primary coil section, moreover the zap tip was detached. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the interlock .035 device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was located in the internal iliac artery. A 15mm x 40cm interlock .035 coil was selected for transcatheter internal iliac artery embolization. However, after the coil was pushed out of the catheter for about 5 cm, it was noted that the part within the catheter could not be pushed out or pulled back. The physician could only withdraw the coil and the protective sheath together from the patient's body. Attempting to push or pull the coil outside the patient's body also resulted in the same outcome. After taking out the coil, it was found that the coil was stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Event description:
It was reported that the coil protruded from the catheter's tip during withdrawal from the patient. The target lesion was located in the internal iliac artery. A 15mm x 40cm interlock .035 coil was selected for transcatheter internal iliac artery embolization. However, after the coil was pushed out of the 5f non-boston scientific catheter for about 5 cm, it was noted that the part within the catheter could not be pushed out or pulled back. The physician could only withdraw the coil and the protective sheath together from the patient's body. Attempting to push or pull the coil outside the patient's body also resulted in the same outcome. After taking out the coil, it was found that the coil was stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the device status, but further information was unable to be obtained.